Event description:
The customer reported to olympus, there is no image with the endoeye flex deflectable videoscope. It is unknown when the issue was observed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer;s allegation of no image wa not confirmed. The device evalaution found the adhesive on the bendign section cover was chipped and switch 1 was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in h10 of the initial medwatch report: during device evaluation, customer¿s allegation of no image was confirmed and found to be caused by a damaged ccd (charged coupled device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, a conclusive root cause could not be determined. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿: ¿[inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.